Event description:
Additional information received from a consumer reported a pump failure that resulted in withdrawal, hospitalization on (B)(6) 2016, and explant surgery on (B)(6) 2016.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed. It was noted the pump was either explanted or replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.